Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the affiliate that the lcsc5 started to tone out during the procedure. A test was done to eliminate the handpiece as a cause. A new device was used to complete the case. There was no consequence to the patient.